Manufacturer narrative:
Batch review performed on 06 february 2023: lot 145427: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs director: revision surgery 8 years and 3 months after tha surgery in a female patient due to stem loosening. All devices revised successfully. From the radiographic image, signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery at 8 years and 3 months post primary for stem loosening. All devices revised successfully.